Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report reference number: 1627487-2020-03658, 3006705815-2020-01551. It was reported that the patient experience lead and ipg migration. X-rays were taken that confirmed the ipg has rotated in the pocket and the leads had migrated. One lead was almost out of the epidural space while the other lead had moved down a level. The patient underwent surgical intervention on (B)(6) 2020. During the surgery, the ipg was determined to have rotated 90 degrees in the pocket. The ipg remains implanted. The leads were explanted and replaced. Effective therapy was established following the procedure.

Manufacturer narrative:
Correction h6: type of investigation should be 4114 instead of 4115.